Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of grey particles on the device filter. In addition, the patient states the device filter holds moisture and becomes blocked; the device will not turn on, is not functioning properly and beeps then shuts off. As well as other unspecified thermal issues. The patient alleges difficulty breathing and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned.

Manufacturer narrative:
The manufacturer previously reported that they were contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer had received information alleging visualization of grey particles on the device filter. In addition, the patient stated the device filter holds moisture and becomes blocked; the device will not turn on, is not functioning properly and beeps then shuts off. As well as other unspecified thermal issues. The patient alleged difficulty breathing and shortness of breath. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient alleges that they have not noticed any smoke, noise, flame or odor from the device. Lastly, the patient also alleges they have never experienced difficulty breathing. Therefore, the patient outcome code in section h6 will be updated appropriately in this report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 06/10/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of grey particles on the device filter. In addition, the patient states the device filter holds moisture and becomes blocked; the device will not turn on, is not functioning properly and beeps then shuts off. As well as other unspecified thermal issues. The patient alleges difficulty breathing and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no particles in air path. During the evaluation, no secondary findings was observed. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit device disposition. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.